Manufacturer narrative:
DHR was reviewed and no anomalies were identified.

Event description:
While placing the fourth of six screws, the locking ring disengaged from the plate. All screws and the plate were removed and a substitute part was used. Patient outcome: no adverse effect on patient reported.